Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon reviewing the session records, lead noise from possible lead damage was observed. Lead was explanted. Patient's condition was good post-procedure.

Manufacturer narrative:
External insulation abrasion was noted at 18.0-19.0cm from the connector pin, consistent with lead friction to the ICD can, consistent with lead friction to the ICD can. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.